Manufacturer narrative:
G4: 11aug2020 b4: (B)(6) 2020 the device was received at bench repair and worked on by a field service engineer (fse). The fse confirmed unit will not power on and need to replace power management board to fix problem. Motor controller board has a burned capacitor and needs to be replaced. Replaced power management board and motor controller board and the issue was resolved. G4: 30oct2020 b4: (B)(6) 2020 the power management board was received for evaluation. Failure investigation technician was unable to replicate the failure. Cycle testing did not replicate reported failure. All light emitting diodes (leds) operate normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
The customer reported the unit will not power on. The customer is reporting that he has been working on this unit and has attempted multiple parts. The customer is reporting he replaced the power management board, power supply, and battery. The customer reports that after replacing the power management board, the unit had a burning smell. There was no patient involvement. It was recommended for the customer to send the unit to philips bench for evaluation and repair.